Manufacturer narrative:
N/a.

Event description:
The following has been reported: ivenix tubing broke off inside micro-clave cap attached to a central line. Rn staff changed the micro clave cap and replaced the tubing. A preliminary review of the logs identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Note: without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. Probable root cause could be related to a lack of compatibility of the luer lock with alcohol or other assembled component or a customer or improper use by the customer where he exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. However, internal investigations were issued in order to determine exact root cause. Current process controls detection: post sterilization sampling final inspection. The first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. Sampling visual inspection is performed for rotating luer lock at incoming inspection area. The batch review could not be performed as the affected batch was not provided by the customer.